Manufacturer narrative:
Investigation summary: two hundred ten (210) samples and three (3) photos were provided by the customer for investigation. The returned samples were examined using unaided vision. It was observed that the returned samples either had damage to the syringe barrels in the form of scratches on the syringe barrel which are also known as ¿rub marks¿ or that the syringes had black foreign matter embedded in the syringe barrel or plunger rod. The black foreign matter was visually examined using 10x magnification and was visually identified as burnt plastic resin embedded in the molded components. Three (3) photos were also provided by the customer for investigation. One (1) photo shows two (2) syringes standing on a surface. There appears to be scratches in the syringes. The second (2nd) photo shows two (2) different syringes standing on a surface. The syringe on the left appears to have black foreign matter on they syringe near the flange and the syringe on the right appears to possibly have scratches in the barrel. The third (3rd) photo shows two (2) more syringes standing on a surface. Both syringes appear to have black foreign matter on the syringe bodies. A ¿rub mark¿ is likely caused by a barrel or plunger rod getting caught in the machinery and making contact with syringes as they are being processed. Embedded fm can occur at the startup of an injection mold/press or intermittently during the injection molding process. Degraded resin inherently builds up in the barrel and hot-runner system of the mold and press. The degraded resin can break loose and be molded into components. As a means of raising awareness to the issues observed by the customer a quality alert will be issued to the associates involved in the production of this material. This alert will be shared at shift startup and will be posted for one (1) week. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Event description:
It has been reported that the bd¿ 860 luer lok syringe bulk non-sterile has been found damaged before use. The following has been provided by the initial reporter: it was reported that 210 pieces were found with black dots and scratches. Event description per attached email states: 210 pieces were found with black dots and scratches.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd¿ 860 luer lok syringe bulk non-sterile has been found damaged before use. The following has been provided by the initial reporter: it was reported that 210 pieces were found with black dots and scratches. Event description per attached email states: 210 pieces were found with black dots and scratches.